Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional informatioin will be submitted within 30 days of receipt.

Event description:
During prep, the needles of the cto catheters would not fully retract back into the catheter. The product looked normal when taken from the packaging. There was no mishandling of the product during prep. The device was flushed twice as recommended. The cto catheter was placed flat on the prepping table, with no slack, and the needle of the devices deployed with no difficulty. When the needle was retracted, a small portion of the needle could be felt outside the catheter. The needle of the first catheter used could not be fully retracted at all. The needle of the second catheter could be retracted, but not on a constant bases. Only after a couple of attempts, would the needle fully retract. The physician and the techs had experience using the device. The sales rep was able to retract the devices with no difficulty following the procedure. The devices were not used in the patient. A third cto catheter was used to successfully complete the procedure. There was no reported injury to the patient.